Manufacturer narrative:
Concomitant medical products: 455745 lead; implanted on (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture. The rv lead was connected to a new generator and capture was observed. The rv lead then exhibited low impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.